Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the plus button wouldn't allow the patient to go up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they saw the nurse practitioner (np) on (B)(6) 2017, but they were unable to increase stimulation and saw the ¿upper limit¿ reached on the patient programmer (pp). The pp tried to ¿correct,¿ but the np told the consumer they were unable to fix it. The np was going to try to program a new pp, but was unable to, and when the consumer got home they noticed their program wasn't showing up on their screen so it was recommended to contact the doctor¿s office to have programming reinstalled into the pp. No patient symptoms or complications were reported.